Event description:
The customer was unable to test, due to their freestyle freedom meter not working properly and deciding to take insulin anyway and took too much. In addition, the customer lost consciousness; therefore, an emergency medical tech was called and administered glucose via IV. The customer refused to be transported to a hlth care facility. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed, the meter powered on with button and insertion of strips. Did not observe issue with strip port.